Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. It is alleged the patient experienced adhesions. Adhesions is listed as a known possible reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - patient underwent hernia repair surgery with implant of a large oval bard composix kugel hernia patch. (B)(6) 2015 - the material's of the patient's large oval bard composix kugel hernia patch were alleged to have buckled and warped, causing the polypropylene surface to come into contact with the patient's lower bowel. (B)(6) 2015 - as a result of the contact between the hernia patch's polypropylene surface and his lower bowel, the patient allegedly developed complications including adhesions and a blockage of the intestine. (B)(6) 2015 - patient was compelled to undergo additional surgery including removal of the large oval bard composix kugel hernia patch, and resection of the small intestine. The attorney alleges the patient experienced pain and suffering, obstruction and adhesions.